Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia and insulin pump was under delivering. Customer's blood glucose value was 365 mg/dl at the time of incident. Customer stated that the blood glucose level started rising from the last night from 289 mg/dl and now it was 430 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as nausea. Customer was alleging insulin pump was under delivering blood glucose was rising. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The devices will not be returned for analysis.